Manufacturer narrative:
The report of a csf leak was not confirmed. This issue cannot be confirmed with product analysis. The lead was returned cleanly cut in 2 pieces. There was minor discoloration throughout the lead body. No instrumentation damage was observed. Both segments passed continuity testing on all channels. The cause of the reported issue could not be determined.

Event description:
Manufacturer reference number: 1627487-2019-10874, 1627487-2019-10875, 1627487-2021-02192. It was reported the patient was experiencing headaches and unwanted side effects with stimulation on and the entire system was explanted.